Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.